Event description:
It was reported that a small volume folfusor leaked, with free liquid observed 'between the paint cap and the plastic body where the balloon is located'. The leak was identified during removal of the device from the transport container and preparation for administration. The device was filled with 104 ml 5-fluorouracil and 17 ml 0.9% saline, resulting in a total fill volume of 121 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.